Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, no pulse was noted in the right lower extremity. A computed tomography (CT) angiogram showed an occlusion of the right common femoral artery with a showering of emboli in the lower extremities and abdominal aorta. An embolectomy was performed but ongoing acidosis likely due to the emboli was reported. Continued deterioration was noted and the patient's family elected to discontinue support. Subsequently, the patient expired the following day. It was unknown whether an autopsy was performed. There was no allegation that the device caused or contributed to the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.